Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the burr device could not be attached to the motor device. There was a five-minute delay to the surgical procedure. It was reported that the device was used in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the burrs would not attach to the motor was confirmed. An assessment was performed and it was observed that the device would not secure the cutter. During repair it was observed that the springs in the burr lock came out of position and were not pushing on the lock tabs to secure cutters. It was determined that this condition was due to running the device without the cutter installed, which is failure to follow the directions for use. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.